Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead became dislodged and was found to have drifted into the ventricle. On the electrocardiogram print out, it was difficult for the medical personnel to determine whether retrograde activity or loss of capture had occurred. The boston scientific technical services consultant planned to review and provide input. There was no report of adverse patient symptom beyond the need for surgical intervention. To date, information suggests that this medical device remains actively in service. If new information were to become available, this report would be further evaluated and updated. Until such time, the investigation is considered closed.